Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lost to follow-up patient presented in hospital for an unrelated procedure. During post-operation device check, the pacemaker was noted to be in backup vvi mode. On (B)(6) 2018, the device was explanted and replaced. Patient was stable with no adverse consequences.